Event description:
It was reported that during the implant attempt, the stylet became lodged in the lead. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. There were no anomalies found. It was noted that the defibrillator conductor and the proximal conductor had blood/body fluid (not obstructed). The outer insulation breached cut and there was blood in/on the helix/lobe mechanism. It was visually noted that the lead was damaged at implant.